Manufacturer narrative:
No service info available at this time. A report will be submitted as info becomes available.

Event description:
It was reported that there was no image displayed on the 9800 sys during a scout shot for orientation. No pt was involved.